Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified cystoscopy procedure, the ceramic insulation at the distal end of the resection sheath broke off and fell inside the patient. However, no fragment remained inside the patient since it was reportedly retrieved. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation. The evaluation confirmed that the ceramic insulation at the distal end of the resection sheath was broken off. The cause of this damage is most likely mechanical overload as the result of the application of excessive force. Therefore, this event/incident was attributed to use error. Furthermore, a manufacturing and quality control review could not be performed since basic data of article identification (lot number) are missing. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.